Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hyperglycemia after eating too much. No medical or outside assistance was needed. The user did not require hospitalization, and no long-term health effects were reported.